Event description:
A report was received that the patient is experiencing difficulty charging. The physician has determined that the pocket is too deep and has recommended a pocket revision procedure.